Manufacturer narrative:
The computer of the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the hard drive leds would not illuminate and that there was no display on the monitor as there was no power being delivered to the computer.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative inspected the imaging system onsite and confirmed that the mobile view station (mvs) would not fully boot. The representative found that the monitor is powering on and displays a ¿no signal¿ message. The imaging system pendant displayed red ¿x¿ for mvs. The mvs pcu seems to power on but the hard drives did not. The mvs was powered on / off several times and the hard drives only powered on once in every 8 to 10 times. The mvs computer was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service no parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, while setting up the imaging system for cases later in the day, the mobile view station (mvs) monitor would not display anything. The representative verified that the power switch as on, and that the imaging system was left plugged in over the weekend to charge the batteries. There was no patient present when this issue was identified.